Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that at the time of the report, the caller was not with the patient, and it was unknown if the ins was on or off. The caller stated the patient was hospitalized for issues not necessarily related to the system, but related to urinary issues. The patient developed a urinary tract infection (uti) on (B)(6) 2021 and started antibiotics on (B)(6) 2021 (deemed unrelated to the device/therapy). The patient was now dealing with clostridium difficile which can be a result of overuse of antibiotics (deemed unrelated to the device/therapy). The caller stated that during this same time frame, the patient had been urinating 'all the time' but also retaining urine. The caller inquired as to what the patient's indication was, but this was unable to be answered. The caller was redirected to the doctor, but the caller said the managing doctor in their facility spoke with the managing doctor of the patient, and the managing doctor advised calling the manufacturer. It was reviewed the manufacturer could help as far as the caller's request to check the ins status (on or off), but medical symptoms needed to be reviewed with doctor.